Event description:
New information received indicated that the dislodgement resulted in loss of capture.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with bradycardia and dizziness. It was determined that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable.